Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited cassette not attached properly alarm when there is not a cassette. No patient injury was reported.

Manufacturer narrative:
Health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information: customer response was received with new information pertaining to the complaint reportability decision (patient demographics) h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: device expiration date: 02-may-2027 h4: correction: device manufacturing date: 16-may-2022